Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's device would not communicate with the programmer. It was determined the device was at eri. As a result, surgical intervention was undertaken to explant and replace the device. No patient symptoms were reported.